Event description:
The customer reported the unit has red x and intermittently boots up.

Manufacturer narrative:
The customer reported the unit has red x and intermittently boots up. The unit was evaluated at philips, and the symptom was verified. Replacing the processor pca resolved the issue.